Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact without any observation of physical damage such as lifting or peeling. No damage was found to the keypad. All buttons respond to presses appropriately. The pump was locked and unlocked successfully. The keypad was removed and adhesive was found under the button contacts.